Manufacturer narrative:
Based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing the flange of the outer blister to fracture. The investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging. No further investigation for this event is possible at this time.

Event description:
It is reported by sales rep of stryker (B)(4) that the inner package was damaged. The covering box was completely intact.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: the product and its packaging were not returned however two photographs were provided. The photographs show the outer blister with the tyvek lid removed. One of the blister flanges is cracked along one side but is still attached to the blister pack. Photographs of the other elements of the packaging were not provided. -medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other events for the lot referenced. Conclusions: review of the photographs provided confirm the reported event of blister packaging damage. As photographs of the other elements of the packaging were not provided, it is not possible to determine how the observed damage occurred. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by sales rep of stryker (B)(4) that the inner package was damaged. The covering box was completely intact.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It is reported by sales rep of stryker (B)(4) that the inner package was damaged. The covering box was completely intact.